Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information provided to medtronic indicates that the customer revived an open book image on the screen of their insulin pump after swimming with the device. The insulin pump was not returned for analysis.